Manufacturer narrative:
Ge healthcare performed a checkout of the system and confirmed the reported issue. The external hose was replaced, vent engine was cleaned and readjusted to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a large leak preventing ventilation. There was no report of patient involvement.